Event description:
During index procedure, the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the right posterior a trioventricular segment. Approximately 2.5 months post index procedure patient death occurred. Cause of death was cardiac (im). The investigator indicated that the reported event was unrelated to the study device.

Manufacturer narrative:
Lipid lowering drugs, clopidogrel and asa. (B)(4). Evaluation results: inherent risk of procedure (mycardial infarction/death).